Event description:
It was reported that the connector for the electrocardiogram (ECG) cable on the programmer was not working, and that it may be that the cable is faulty as well. Only the programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).